Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventrio st on (B)(6) 2015 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jan-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard mesh (bard flat mesh) and bard/davol ventrio st on (B)(6) 2015 and/or (B)(6) 2018. As reported, the patient is making a claim for an adverse patient outcome against the bard mesh (bard flat mesh). Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with left thoracotomy, left chest wall hernia thereby underwent open repair with the implant of bard flat mesh (device #1). Per operative notes, ¿a bard flat mesh (device #1) was placed and sutured.¿ (B)(6) 2018 - patient was diagnosed with recurrence hernia, 9th rib nonunion, left chest wall keloid scar, pain thereby underwent open repair with the explant of bard flat mesh (device #1), revision of left chest wall keloid scar, removal of fractured left 9th rib synthes plate and implant of ventrio st mesh (device #2). Per operative notes, ¿bard flat mesh (device #1) was removed. A ventrio st mesh (device #2) was placed and sutured.¿